Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received information that one day post implant, it was noted this atrial lead had dislodged overnight. The device was reprogrammed to vvi pacing mode. A lead revision is intended in the near future. The patient is in atrial fibrillation (af) and experienced no adverse patient effects as a result of this issue. Additional information was received. A revision procedure was performed. The patient was still in af therefore only sensing parameters were able to be measured: p wave 0.7mv and impedance 545 ohms. The pre-discharge check performed the following day was all satisfactory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.